Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for evaluation.

Event description:
It was reported that during an acdf (anterior cervical discectomy and fusion) procedure the bur broke in the attachment. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during an acdf (anterior cervical discectomy and fusion) procedure the bur broke in the attachment. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.